Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that on the third attempt to remove an external ventricular drain, the device snapped. According to the report, the patient was taken to or for removal of the remaining drain. Reportedly, the patient was discharged home the next day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.